Event description:
A trilogy evo was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "ventilator inoperative" condition was identified. The device's system board will be replaced to address the reported occurrence of a ventilator inoperative error being triggered. Additionally, during the evaluation an error code indicating a real time clock issue was observed. The system board needs to be replaced to address the issue, a speaker error was observed in the downloaded event log. Although a speaker failure occurred, the device is designed with two independent audible alarm speakers with independent circuitry which ensures the device will sound an audible alarm to alert the caregiver in the event of a speaker failure. There would be no increased risk of harm or injury to the intended user if this type of malfunction were to recur. This type of malfunction would not affect device performance. The device's air inlet filter, muffler assembly and particulate filter need replaced due to being clogged. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.